Manufacturer narrative:
Three people (the patient, nurse, and the patient's son) were exposed during this event. Thus, three reports have been generated for this event, (1723533-2017-0009, this report, and 1723533-2017-0011), one for each person exposed to chemotherapy. Patient ID could only be obtained for the actual patient (dj), in report 1723533-2017-0009. For this report and 1723533-2017-0011, patient identifiers john doe 1 and john doe 2 were used since identifying information could not be obtained for the patient's son or the nurse.

Event description:
Sometime between 2:26 pm (B)(6) 2017 (when attached) and 10:15 am (B)(6) 2017 (when removed) chemotherapy leaked onto the patient and dried. Per the nursing staff that removed the medication, the end broke when removing it from the posi-flo. Nursing needed to wash patient's chest to remove chemotherapy. There was a one day delay in therapy as the medication needed to be remade. Patient, son, and nurse were exposed to chemotherapy. No injury reported. From the user facility: "pt reports he woke up at 0200 today and thought he was sweating during the night because he felt damp. Patient lifted his shirt, pt's abdomen and area where the 5fu connects with posiflow was dried white powder. The 5fu disconnected from posiflow and the connection on the 5fu tubing cracked. Rn discarded 5fu bag/tubing to pharmacy. New posiflow connected and flushed with 20 ml ns without difficulty with free flowing blood return. Pt's abdomen was cleansed with soap and water. Pt given a new shirt and directed pt on how to clean his shirt, bedding and any other things that were exposed to the chemotherapy. Informed pt to contact gbo if he does notice any redness or pain to the abdomen area where the chemotherapy was dried to skin. Pt verbalized understanding."